Manufacturer narrative:
A visual inspection was performed, and the reported separation and stretched coils were confirmed. The reported entrapment of the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right coronary artery. A hi-torque balance heavyweight hydro guide wire was able to be advanced passed a previously implanted stent from 8 years ago, however, when the guide wire was pulled back for removal it felt stuck (believed to be stuck within stent struts). The guide wire was then pulled back once more and it broke in two pieces and was noted as stretched. The separated guide wire piece was retrieved via snare. There was no adverse patient sequela reported.